Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was selected for use; however on the third inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.